Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the reservoir had air bubbles inside and appears to be leaking. Blood glucose reading was 122 mg/dl. Customer has performed all the troubleshooting steps and stated that the reservoir is leaking. Advised to change out infusion set and reservoir. Nothing further reported.